Event description:
Additional information reported that a transthoracic echocardiogram (tte) was performed and significant for severe right ventricular (rv) dilation and severely reduced function. The patient experienced an increase in weight, dyspnea on exertion, and lightheadedness intermittently. Treatment included diuresis, maintaining euvolemia, weight loss (possible bariatric referral when appropriate), and continued optimization of guideline-directed medical therapy (gdmt).

Manufacturer narrative:
Manufactures investigation conclusion: a direct cause between the reported events and heartmate 3 left ventricular assist system (hm 3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. The account communicated that the patient had signs and symptoms concerning for right ventricular dysfunction. A transthoracic echocardiogram (tte) was performed and severe right ventricular dilation and severely reduced function was confirmed. It was noted that the patient has experienced weight increase, dyspnea on exertion (doe) and intermittent lightheadedness. The patient¿s plan of care is diuresis and to maintain euvolemia, additionally, weight loss or bariatrics referral when appropriate and to continue optimization of guideline-directed medical therapy (gdmt). The submitted controller event log file contained data from 26jan2021 to 29jan2021. The file primarily consisted of pulsatility index (pi) events. Per design, pi events cause the speed to decrease to the low speed limit and then slowly ramp back up to the fixed speed unless another pi event is detected. There were no sustained speed drops observed within the file. The device appeared to be functioning as intended. The patient is currently ongoing on heartmate 3 left ventricular assist system with no further related events reported at this time. The heartmate 3 instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. This document explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon interrogation in the clinic, the patient's controller denoted multiple pulsatility index (pi) events and a few sustained speed drops. The patient has signs and symptoms concerning for right ventricular dysfunction. A log file review was requested. Technical services (ts) reviewed the log file and observed 110 pulsatility index (pi) events over approximately 2 days and 20 hour log file duration. There were no other unusual events recorded in the log file.